Event description:
The patient reported that on (B)(6) 2011, he experience blood glucose (bg) of 500 mg/dl with moderate ketones. He stated that his bgs began to elevate after a routine site change. The patient stated that he was new to insulin pump therapy. He confirmed that the site appeared normal with no leaking or redness. He stated that the tubing and cartridge connections were fine and there were no air bubbles. The patient remained attached to the pump and tubing during troubleshooting, and could not confirm if the cannula was bent or not at the time of the call to customer support (cs). Cs advised the patient to give a correction injection and change the site. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The black box history showed that the pump was not in use from 11:44 pm on (B)(6) 2011 to 6:29 am on (B)(6) 2011 and also from 12:08 am on (B)(6) 2011 to 3:33 pm on (B)(6) 2011. The pump was exercised for 29 hours with no insulin delivery issues occurring. There was no defect found on investigation.